Manufacturer narrative:
The complaint investigation is still in progress. Suspect sample has not yet been returned to sheffield pharmaceuticals. Sheffield pharmaceuticals is investigating this complaint under complaint (B)(4).

Event description:
Pt stated (B)(6) equate complete original denture adhesive was too strong and tore her gums after she could not get denture out her mouth for three days. Pt has not sought any medical attention for her condition.